Manufacturer narrative:
During testing, the pump passed the sleep current measurement and active current measurement. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded/stained serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 2.0 received the lowbatteryalert (104) on 10/23/2024 00:19:00 after more than 7 days at 17.91 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 31-oct-2024 in the pump history file. 10/26/2024 18:09:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 10/30/2024 00:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 10/30/2024 13:14:48.000 batteryremoved (55) 10/30/2024 13:14:48.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 10/30/2024 13:14:50.000 batteryinserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a short battery life or a low battery alarm. Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-1884. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884.